Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was received but does not reflect the full investigation window. Confirmation of the loss of connection could not be determined. A root cause could not be determined.